Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 49 mg/dl, cause was due to the customer delivering too large of a bolus, which subsequently decreased their bg level. Customer attempted to self-treat and consumed carbohydrates. Reportedly the customer was vomiting. Customer was subsequently treated with intravenous fluids of saline and ondansetron to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.